Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter displayed an "error 6" message. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(4) 2013. The patient reported that the error message began to appear on the evening of (B)(6) 2013. Prior to attempting to test with the subject meter, the patient claimed she had been vomiting and felt nauseous; symptoms she associated with a high blood glucose. When unable to obtain a reading with the subject meter, the patient confirmed she tested on another device (does not recall reading) and then self-administered a correction bolus. At the time of troubleshooting, the alleged error message remained unresolved. Replacement product was sent to the patient. Based on the information provided, there is no indication that the alleged meter issue caused and/or contributed to a serious injury. The patient reported feeling symptomatic prior to when meter gave the error message. In addition, there was no delay in treatment due to the meter issue. However, this complaint is being reported because the alleged meter issue remained unresolved at the time of troubleshooting.